Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-02138.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance two smart coils into the hub of the microcatheter, and therefore the smart coils were removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the second smart coil evaluated pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the first returned smart coil revealed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The kink in the pusher assembly prevented the smart coil from being advanced through the returned non-penumbra microcatheter during the functional test. The root cause of the reported resistance could not be determined. The smart coil was attempted to be advanced through the returned non-penumbra microcatheter. While advancing the smart coil through the microcatheter; resistance was encountered as the kink in the pusher assembly was advance through the introducer sheath and smart coil could not be advanced any further. Evaluation of the second returned smart coil revealed that the embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil wind likely contributed to the reported resistance and prevented the smart coil from being advanced through the returned non-penumbra microcatheter. The smart coil was attempted to be advanced through the returned non-penumbra microcatheter. While advancing the smart coil through the microcatheter: resistance was encountered as the embolization coil began to take shape inside the hub of the microcatheter and the smart coil could not be advanced any further. There was no visible damage to the non-penumbra microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02138.